Manufacturer narrative:
Block b7: corrected to remove "previous mi, hypertension, renal insufficiency", and add "arterial hypertension, dyslipidemia, smoker, angioplasty". Angina remains applicable as listed in the initial MDR. Block d4: corrected lot# from 0302565611 to 0302683179, expiration date from 3/31/2025 to 8/29/2025, sn from (B)(6), UDI# from (B)(4). Block h4: corrected device manufacture date from 3/31/2022 to 8/29/2022. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Block a5: race not provided. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks e1 & g2: country is chile. Blocks h3 & h6: the verrata 10185p wire was not returned for evaluation, thus no returned product investigation was performed. Blocks h7 & h9: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a verrata 10185p wire was used in a moderately plaque target lesion. During removal, the distal portion of the wire separated, measuring approximately 20 cm in length. The patient was transferred from the cath lab for intervention. The separated portion was removed by administering medication, and performing percutaneous, thoracotomy, and sternotomy. X-ray confirmed that no material was left inside the patient. The patient recovered as expected. Per philips clinical assessment, it is unclear if the sternotomy was performed to remove the wire, bypass the patient, or both. This adverse event and product problem is being submitted due to the verrata wire separation requiring surgical intervention.